Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was no audio at the central station. The device was in clinical use when the issue was found. There was no report of injury or harm.